Event description:
Restenosis was observed inside the previously implanted cypher stent (3.00 x 18 mm) at the distal right coronary artery (rca).

Manufacturer narrative:
This patient presented for elective treatment of 1-vessel disease. Pci was performed (2005) on a 63.3% restenotic lesion (after unknown bare metal stent) in the distal right coronary artery (rca) of 25.41mm n length in a 2.73mm vessel diameter. The (type c) concentric lesion was characterized as diffuse, but not calcified or tortuous. The lesion was pre-dilated with a 3.0x20mm balloon at 16 atmospheres (atm) before a 3.0x28mm cypher stent was deployed at 16 atm. Post-dilation was not conducted. Thrombin inhibition in myocardial infarction (timi) iii flows were recorded pre and post-procedure, respectively. The residual diameter stenosis measured 30.8%. Intra-vascular ultrasound (ivus) was not done. Procedure medications included aspirin 100 milligrams (mg)/day, ticlopidine hydrochloride 200mg/day and carvedilol 2.5mg/day. Intra-procedure medications included heparin 10,000 units, isosorbide dinitrate 2.5mg/day, aspirin 100 milligrams (mg)/day, ticlopidine hydrochloride 200mg/day and carvedilol 2.5mg/day. Post-procedure medications included aspirin 100 milligrams (mg)/day, ticlopidine hydrochloride 200mg/day and carvedilol 2.5mg/day. Three months later, follow-up angiography was done and 100% restenosis of a different unknown bare metal stent in the mid rca was found. The lesion was pre-dilated with a 3.0x20mm kongou balloon at unknown inflation pressure before a 3.0x33mm cypher was implanted distally, and a 3.0x18mm cypher was deployed proximally. Inflation pressure was unknown. Post-dilation was not done and the residual diameter stenosis measured 0%. Eight months later, follow-up angiography revealed restenosis of the stent deployed in the distal rca. There was 90% stenosis. The pt did not complain of chest pain. Two days later, to treat the restenosis, plain old balloon angioplasty was done with a 3.25x20mm kongou balloon at unknown inflation pressure. The residual diameter stenosis was 25%. The pt was discharged two days later. Three months later, follow-up coronary angiography was conducted with 90% restenosis of the distal rca was found. The pt did not complain of chest pain. Approximately three months later, to treat the restenosis, pci was conducted. Pre-dilation was done with a 3.25x15mm kongou balloon then a 3.0x18mm cypher stent was deployed inside of the initially implanted cypher. Post-dilation was done with a 3.25x15mm kongou balloon, but the inflation pressure was unknown. The residual diameter stenosis measured 25%. The pt did not complain of chest pain and was discharged two days later. In 2008, a coronary angiography was conducted. Restenosis was observed inside the previously implanted cypher stent at the distal right coronary artery (rca). The pt had no chest pain. The lesion was treated with plain old balloon angioplasty (poba) conducted with a balloon (3.0/15mm/hiryu). The residual percent of stenosis was 0% and by two days later, the pt was in stable condition. Physician's comment: this area has restenosed repeatedly and so there was no relation to cypher's defect. Please note that the reported device is not distributed in the united states. However, it is similar to the us distributed. This product will not be returned for evaluation and testing. Additional info will be sent within 30 days upon receipt. This is one of two products involved in the same pt and reported under manufacturing number 9616099 -2007-02199.